Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was going through an infection and that the water in the toilet had some discoloration. Upon follow-up, the patient¿s pd nurse reported the patient had peritonitis confirmed with pd culture which grew the bacteria pseudomonas. The nurse stated the patient is being treated with intra-peritoneal (ip) ceftazidime (dose not provided) and oral ciprofloxacin (dose not provided) an outpatient basis. The patient continues pd with the fresenius cycler without any reported adverse effect. The patient is recovering from the peritonitis event, per the nurse. While the nurse was not able to identify the exact mechanism for the peritonitis infection, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device/ product in relation to the peritonitis event. The nurse indicated the peritonitis was suspected to be caused by transmigration of bacteria from the bowel due to concomitant constipation and/or patient technique during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. The exact cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient had concomitant constipation which is a well-known risk factor for peritonitis in pd patients due to potential transmigration of gastrointestinal flora into the peritoneum. Moreover, the patient¿s pd nurse stated the peritonitis event may have been related to a breach in technique during the pd exchange which is also a significant risk factor for infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was going through an infection and that the water in the toilet had some discoloration. Upon follow-up, the patient¿s pd nurse reported the patient had peritonitis confirmed with pd culture which grew the bacteria pseudomonas. The nurse stated the patient is being treated with intra-peritoneal (ip) ceftazidime (dose not provided) and oral ciprofloxacin (dose not provided) an outpatient basis. The patient continues pd with the fresenius cycler without any reported adverse effect. The patient is recovering from the peritonitis event, per the nurse. While the nurse was not able to identify the exact mechanism for the peritonitis infection, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device/ product in relation to the peritonitis event. The nurse indicated the peritonitis was suspected to be caused by transmigration of bacteria from the bowel due to concomitant constipation and/or patient technique during the pd exchange.